Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that about 10mm of the tip of two cutter devices were broken off when a hole was made in the removed skull. It was reported that the surgery was completed successfully without any surgical delay. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's name and phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).